Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted air was coming out from the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.